Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed their service to correct reported problem. Surgeon side console (ssc) was re-programmed, and ssc was able to boot in standalone mode without issues no part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a suspect ssc component, as indicated by the troubleshooting steps where powering on each component separately identified the ssc as the issue. The system powered up normally after disconnecting the suspect ssc and power cycling the system. This suggests that the ssc may require reprogramming or further inspection to ensure proper functionality. Additional context includes the need for a field engineer (fe) follow-up to reprogram the ssc, as recommended in the internal notes.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report non-recoverable fault 311 while setting up for another procedure. Live logs not currently available. Patient is not in the room yet. Asked customer to power down both consoles, tower and robot and turn breakers off for over one minute. The asked or staff to disconnect all blue fiber cables. The tse asked or staff to power tower, consoles and robot in standalone mode. Tower, robot and both consoles turned on successfully with normal messages. Asked or staff to cycle tower, console and robot power button to amber led and reconnect blue fiber cables. The system powered and homed successfully. Davinci is ready. The customer requested system be checked. The customer is continuing with system setup. Or staff called back and informed that that the error returned and they've converted to another xi system. There was no patient involvement.